Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that: no suction. Event description per email states: no suction. 28-oct-2020 4:49 pm cst - spoke to customer - he stated that loss of suction was due to the line disconnecting from the bottle top prior to starting drainage - he reported to ep and received a replacement this morning. - does not have or recall the lot numbers as he has thrown all the bags and boxes away; customer did not save the items to return 30oct2020: called patient to verify reported details. William reported that while setting up for the drainage, his sister who performs drain observed a small kink near the connection of the drainage line into bottle. While attempting to straighten, the line fully disconnected from the bottle. She attempted to reconnect the drainage line onto the bottle, then connected the line to patient's catheter and no fluid drained. She opened a new kit and completed drainage. No patient harm.